Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included naproxen. The patient's medical history included morbid obesity. Concurrent conditions included uterine bleeding. On an unknown date, the patient started naproxen at an unspecified dose and frequency. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia /long menstrual cycle"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication (s):ovarian cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent a total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent the essure procedure without complications. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on an unknown date: part 1: "right ovarian cyst" is 2 un oriented fragments of tan-brown soft tissue (3.3 x 2.1 x 0.6 cm and 4.3 x 1.5 x 0.8 cm). Part 2: ¿right tube" is a fallopian tube with fimbria (3.2 x 0.9 x 0.4 cm). The external surface is smooth, pink and otherwise unremarkable. Part 3: "left tube" is a fallopian tube and fimbria (2.6 x 1.7 x 0.7 cm). Part 3: "uterus" is a hysterectomy specimen (9.8 cm cervix to dome by 6.4 cm cornu to cornu by 4.9 cm posterior to anterior). The specimen appears to be opened intraoperatively and then re sutured on the posterior aspect. The external examination is otherwise unremarkable. There is a slit-like cervical os (0.7 cm). The endo cervical canal is probe patent. The mucosa appears tan-pink and otherwise unremarkable. The endometrial cavity is approximately 1.2 cm in diameter. There are no polyps identified. The myometrial wall has an average thickness of 2.2 cm. Diagnosis: part 1 - cyst right ovary excision: - fragments of benign serous cyst. - benign ovarian parenchyma. Part 2 - fallopian tube right salpingectomy: - benign fallopian tube with full cross section. Part 3 - fallopian tube left salpingectomy: - benign fallopian tube with full cross section. - benign para tubal cyst. Part 4 - uterus and cervix. Total hysterectomy: - cervix: no diagnostic histopathology. - endometrium: weakly proliferative. - myometrium: no diagnostic histopathology.. Ultrasound scan - on (B)(6) 2016: since the ultrasound dated (B)(6) 15 there has been interval resolution of the left ovarian cyst, therefore most likely representing a functional cyst. New 5.1 x 5 x 2.8 cm simple cyst arising from the right ovary which demonstrates a somewhat thick wall, which was not identified on the prior ultrasound and therefore most likely, represents a functional cyst. Normal uterus. Small amount of free fluid within the pelvis which likely is physiologic in origin. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst ,dysmenorrhea ,menorrhagia. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received. Reporters information updated. Plaintiff demography added. Product indication added. Events:abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, ovarian cysts were added. Outcome of event : pain was updated. Medical history, concomitant drugs, lab data were added. Case medically confirmed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 42-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine bleeding. Concomitant products included naproxen. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia /long menstural cycle"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication (s):ovarian cysts/cyst on my right ovary 4 cm"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent the essure procedure without complications. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on an unknown date: part 1: "right ovarian cyst" is 2 un oriented fragments of tan-brown. Soft tissue (3.3 x 2.1 x 0.6 cm and 4.3 x 1.5 x 0.8 cm). Part 2: ¿right tube" is a fallopian tube with fimbria (3.2 x 0.9 x 0.4 cm). The external surface is smooth, pink and otherwise unremarkable. Part 3: "left tube" is a fallopian tube and fimbria (2.6 x 1.7 x 0.7 cm). Part 3: "uterus" is a hysterectomy specimen (9.8 cm cervix to dome by 6.4 cm cornu to cornu by 4.9 cm posterior to anterior). The specimen appears to be opened intraoperatively and then re sutured on the posterior aspect. The external examination is otherwise unremarkable. There is a slit-like cervical os (0.7 cm). The endo cervical canal is probe patent. The mucosa appears tan-pink and otherwise unremarkable. The endometrial cavity is approximately 1.2 cm in diameter. There are no polyps identified. The myometrial wall has an average thickness of 2.2 cm. Diagnosis: part 1 - cyst right ovary excision: - fragments of benign serous cyst. - benign ovarian parenchyma. Part 2 - fallopian tube right salpingectomy: - benign fallopian tube with full cross section. Part 3 - fallopian tube left salpingectomy: - benign fallopian tube with full cross section. - benign para tubal cyst. Part 4 - uterus and cervix. Total hysterectomy: - cervix: no diagnostic histopathology. - endometrium: weakly proliferative. - myometrium: no diagnostic histopathology.. Ultrasound scan - on (B)(6) 2016: since the ultrasound dated (B)(6) 2015 there has been interval resolution of the left ovarian cyst, therefore most likely representing a functional cyst. 2. New 5.1 x 5 x 2.8 cm simple cyst arising from the right ovary which demonstrates a somewhat thick wall, which was not identified on the prior ultrasound and therefore most likely, represents a functional cyst. 3. Normal uterus. 4. Small amount of free fluid within the pelvis which likely is physiologic in origin. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst ,dysmenorrhea ,menorrhagia. Batch no c51074, production date 2014-04-24, expiration date 2017-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 42-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine bleeding. Concomitant products included naproxen. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia /long menstural cycle"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced ovarian cyst ("other injury(ies) or complication (s):ovarian cysts/cyst on my right ovary 4 cm"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, abdominal pain lower, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the vaginal haemorrhage and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent the essure procedure without complications. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Pathology test - on an unknown date: part 1: "right ovarian cyst" is 2 un oriented fragments of tan-brown. Soft tissue (3.3 x 2.1 x 0.6 cm and 4.3 x 1.5 x 0.8 cm). Part 2: ¿right tube" is a fallopian tube with fimbria (3.2 x 0.9 x 0.4 cm). The external surface is smooth, pink and otherwise unremarkable. Part 3: "left tube" is a fallopian tube and fimbria (2.6 x 1.7 x 0.7 cm). Part 3: "uterus" is a hysterectomy specimen (9.8 cm cervix to dome by 6.4 cm cornu to cornu by 4.9 cm posterior to anterior). The specimen appears to be opened intraoperatively and then re sutured on the posterior aspect. The external examination is otherwise unremarkable. There is a slit-like cervical os (0.7 cm). The endo cervical canal is probe patent. The mucosa appears tan-pink and otherwise unremarkable. The endometrial cavity is approximately 1.2 cm in diameter. There are no polyps identified. The myometrial wall has an average thickness of 2.2 cm. Diagnosis: part 1: cyst right ovary excision: - fragments of benign serous cyst. - benign ovarian parenchyma. Part 2: fallopian tube right salpingectomy: benign fallopian tube with full cross section. Part 3: fallopian tube left salpingectomy: benign fallopian tube with full cross section. Benign para tubal cyst. Part 4: uterus and cervix. Total hysterectomy: cervix: no diagnostic histopathology. - endometrium: weakly proliferative. - myometrium: no diagnostic histopathology.. Ultrasound scan - on (B)(6)2016: since the ultrasound dated (B)(6)2015 there has been interval resolution of the left ovarian cyst, therefore most likely representing a functional cyst. New 5.1 x 5 x 2.8 cm simple cyst arising from the right ovary which demonstrates a somewhat thick wall, which was not identified on the prior ultrasound and therefore most likely, represents a functional cyst. Normal uterus. Small amount of free fluid within the pelvis which likely is physiologic in origin. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ovarian cyst ,dysmenorrhea ,menorrhagia. Most recent follow-up information incorporated above includes: on 24-jan-2020: medical records received: lot number received. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient underwent the essure procedure without complications. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.